Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were getting an hour and a half to two hours of relief and at the time of the report they were back down to one hour. The patient was transferred to patient services where they reported they were previously able to go 2 hours without frequency and urgency, so they had hit their therapy goal. Patient stated at the time of the report, they were back down to only being able to go one hour without urgency and frequency. Patient reported they started on program 2 at 0.4 and had increased to 0.5, but that hurt, so they went back down to 0.4, where it didn't hurt anymore. Patient then changed to program 1 and had increased to 0.8 the morning of the report. The patient was able to sync with their programmer on the call it showed stimulation was on. They increased on program 1 to 1.4v where they reported feeling it in the correct area. Caller was redirected to their healthcare provider if the problem did not resolve. No further complications were reported or anticipated.

Event description:
Additional information received from the patient stated she was still not at her "desired space" for frequency. She stated most of the time her frequency was 50% better. She stated if she was sitting or lying her frequency was 50% better but if she was up and about her frequency was not 50% better. When she was up and about she went to the bathroom every hour. She indicated that during the evaluation when she was up and about her frequency was 80% better and she was going to the bathroom every 2 hours. It was noted that she had changed programs and increased stimulation. It was also noted that several times a day it was very painful for her to start going to the bathroom. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They were asked the circumstances that led to the return of urgency and frequency on december 3, 2018. They responded they were still more frequent and urgent than when they had just had the external battery. To resolve the issue it was suggested to raise the intensity or change programs. The increased the intensity to 2.1 on program 1 and it was better at night, but not so much when they were up and going. The did reported they had 100% improvement on incontinence.